Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Device returned and not reproduced should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise, scope communication error e216 and e315. The issue occurred before sedation during inspection for use for upper endoscopy diagnostic type procedure, which was completed using a similar device. There were no reports of patient harm.